Event description:
A user facility reported an oxygenator had a minor blood leakage (2-3 drops per minute) 30 minutes after initiation of extracorporeal membrane oxygenation support. After the minor leakage, the physician replaced the oxygenator due to the risk of infection resulting in approximately 500 ml of blood loss. The sample was not available for return to xenios.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an oxygenator had a minor blood leakage (2-3 drops per minute) 30 minutes after initiation of extracorporeal membrane oxygenation support. After the minor leakage, the physician replaced the oxygenator due to the risk of infection resulting in approximately 670 ml of blood loss. Video and photographic evidence presented a small amount of blood collecting at the superior aspect of the luer-lock connection at the temperature port. The sample was not available for return to xenios.

Manufacturer narrative:
Plant investigation: the described situation is adequately addressed in IFU and/or on the label. The complaint sample was not returned for evaluation. It is unknown if there was any physical damage at the location of the leak. Investigation of similar complaints revealed small cracks in the oxygenator housing (temperature port). All oxygenators are tested for leakages during in process controls. It is possible that cracks may subsequently occur in the temperature port during transport or handling. Review of batch history showed that of the quality events that are documented on the release certificate, none of the quality events refer to the described failure pattern in this complaint. There were no additional complaints reported regarding the reported batch number. Based on the available information, a cause for the reported event could not be established.